Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged particles in airway from device and choking. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged particles in airway from device and choking. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer found evidence of small insect between the rear panel and bottom enclosure, dust-like white contamination on the outside of the blower box, dust-like contamination within bottom enclosure under blower box. The manufacturer could not confirm the evidence of sound abatement foam degradation due to insect contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with small insect between the rear panel and bottom enclosure, dust-like white contamination on the outside of the blower box, dust-like contamination within bottom enclosure under blower box. The manufacturer could not confirm the evidence of sound abatement foam degradation due to insect contamination. Section d9,g3,h6 has been updated/corrected.